Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ak9585 number, and no non-conformances were identified. Additional information was requested and the following was obtained: please confirm number of devices that had needles pull off in this single procedure? 5. Note: events reported via medwatch 2210968-2019-82089, 2210968-2019-82096, 2210968-2019-82097 and 2210968-2019-82098.

Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a natural labor procedure on (B)(6) 2019 and suture was used. During sewing the skin the needle pulled off. Changed another one to complete the surgery. There were no adverse patient consequences reported.